Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Product review of the device by zimmer biomet australia on 20 january 2020 revealed gear, bottom roller, sideplates, ratchet handle, latching pins were worn. The comb was damaged. There was corrosion internally in the ratchet handle with a non-original spring. Repair of the device was performed by zimmer biomet australia on 28 january 2020 which included replacement of the side plates, roller, bearings, washers, bolts, nuts, gear, comb, carrier guide, and screws. The device, serial number (B)(6) , was then tested and functioned properly. It was repaired, inspected and tested. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Event description:
No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted. Report source- foreign - (B)(6).

Event description:
It was reported that the skin graft board wont go through mesher. There was damage to mesher and barrel. The event occurred during surgery. No harm, no delay reported. No adverse events were reported as a result of this malfunction.